Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in sue, will stop providing ventilatory support to the pt. The respironics service tech was unable to duplicate the reported problem. However, the service tech confirmed a diagnostic code in log history indicating a vent inop occurred due to an oxygen monitor error. The service tech replaced the main pcb board and sensor pcb as a precaution. Extended self testing (est) and performance verification testing was completed and the ventilator passed per operating specifications.